Event description:
The ventilator started emitting smoke and there were sparks coming from the electrical cord. Care giver unplugged the power cable.======================health professional's impression======================wearing of the wire harness and plug damage.